Event description:
Owned about 8-10 months -- used 3x or more daily -- charge brick 5v 2.4a -- no additives -- no cleaning -- did not store water between uses -- connection to charger started to smoke -- connections burned on cable and machine